Event description:
The user reported to the clinic on (B)(6) 2019 due to poor response to sound with the device. There have been no changes in health and no trauma was reported. The user was re-implanted bilaterally on (B)(6) 2020. No med-el staff was present but was notified on the date of the surgery.

Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported to the clinic on (B)(6) 2019 due to poor response to sound with the device.